Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that emergency medical services was dispatched and the patient was taken to the emergency room due to severe hypoglycemia in 2024 or 2025 with a blood glucose reading of 39 mg/dl. Duration of pod usage was not reported. The patient alleged that the pod delivered insulin while they were sleeping despite blood glucose readings not being elevated. Other symptoms reported included extreme weakness, lack of energy, and the inability to function normally. While in the emergency room, the patient received an unspecified treatment to raise their blood glucose levels.